Event description:
Children's medical ventures (chmv) received a complaint allegation of a product issue associated with a smart monitor 2 device. The reported issue alleged that the device was running for a little bit and then shuts off. The device was reportedly not in patient use at the time of the alleged failure. There is no allegation of harm associated with the reported complaint issue.

Manufacturer narrative:
(B)(4). The complaint issue alleged by the customer was confirmed during the repair evaluation of the device at the manufacturer's service center and associated with a faulty main pca board. The device turned on and went through the power up diagnostic. The device ran for approximately 15 seconds and then shut down without alarming. The smartmonitor 2 device is designed to monitor respiration, heart rate. Upon detection of abnormal events, smartmonitor 2 alerts the caregiver via both visual and audible alarms and records the information for subsequent clinical review. Quality assurance has determined that further investigation into the recorded failure is necessary. A follow-up report will be submitted detailing the conclusions of the product investigation once it has been completed.